Event description:
Caller reported a recurring cartridge alarm during the insulin pump's load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support educated the caller on proper cartridge loading techniques, but the issue persisted, necessitating a pump replacement. The customer would use multiple daily injections as a backup therapy until receiving the replacement pump, which was provided with updated software and instructions for use and return.